Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room experiencing shortness of breath. The next day it was determined the patient¿s implantable cardioverter defibrillator was in bacu-up vvi. The device firmware was successfully restored and the patient was stable afterwards.

Event description:
It was further reported that while in back-up vvi the device had disabled therapies.